Manufacturer narrative:
Additional information: after the procedure vessel flow was timi 1, but there was no occlusion due to the timi 1. There was no patient harm symptoms as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one solarice balloon in a severely tortuous and calcified circumflex (cx) artery, the balloon was damaged. While attempting to retrieve it, the shaft of the balloon catheter detached, but was successfully removed; however, the balloon body remained lodged within the artery. The solarice balloon was used in an attempt to retrieve a non-medtronic unexpanded stent that became dislodged in the proximal cx artery, by placing it behind the stent and inflating it to 8 atm, but the balloon became stuck within the stent. The patient was urgently transferred to cardiac surgery, where the retained portion of the balloon was removed, and a coronary artery bypass graft (lima to cx) was performed. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Additional information: it was reported that during a procedure one solarice balloon was damaged. The patient was being treated for suspected acute coronary syndrome and unstable angina. The lesion being treated was severely tortuous, calcified and critically narrowed, in the mid circumflex (cx) artery. Right radial access was used. The device was inspected before use with no issues noted. Negative prep was performed. The lesion was pre-dilated with a 2.0x12mm non-medtronic balloon to 12 atm. An attempt to position a 2.15x18mm non-medtronic stent failed, and a non-medtronic guide extension catheter was used without success. The stent was being retrieved when it dislodged. An unsuccessful attempt to pull back the dislodged stent with a 1.5x15mm non-medtronic balloon was performed. Then an attempt was made to use the solarice balloon. Resistance was not noted during delivery of the device. Excessive force was not used. The solarice balloon was placed behind the stent and inflated to 8 atm outside of the stent to pull back the stent to the guide catheter. However, the balloon became stuck within the stent. Resistance was noted during withdrawal of the device, but excessive force was not used. The device was not kinked and re-straightened during use. After the procedure vessel flow was timi 1. The detached portion of the device was successfully removed from the patient. Two medtronic launcher devices were used during the procedure with no issues noted. Patient age, weight and sex provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex c code. The non medtronic stent was a 2.75x18mm device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: a kink was evident to the hypotube. The balloon and distal shaft had detached and were not received for analysis. No other deformation was evident to the remainder of the device. Image review: fluoroscopic images provided confirm the lesion in the lcx. The mid lcx lesion was successfully pre-dilated. The use of the solarice balloon was confirmed in attempts to remove the dislodged stent. But the mechanism or cause of the detachment of the solarice balloon catheter cannot be confirmed from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.